Event description:
Patient stated that an insulin cartridge broke inside the insulin cartridge chamber on their device, and now there is moisture present inside the device. No error message were generated by the device. Patient's blood glucose was not affected, and no treatement was received.